Event description:
Account alleged the head of the bed runs up by itself.

Manufacturer narrative:
Upon inspection, the tech found that the head up switch on the right head siderail was stuck and causing the head to raise by itself. He replaced switch from hospital stock and problem was resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.